Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-001: user had an inaccurate reference. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that the true metrix test strips did not fit into the true metrix meter. Customer stated she did not see any damage to the test strip or the meter port. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 04/18/2025; product storage and open vial date were not disclosed.